Event description:
The medical staff was using a tunneled probe and suddenly the value on the licox started to run up and down below 9-35 mmhg. The value on the bedside monitor showed a meddle value of 21 mmhg with a strange curve. They closed the licox of and put it on again and the same thing happened again. After the issue, the medical staff put the patient to an old pmo box and the value became constant. They tested the licox after with just the probe and it seemed to be ok. Additional information has been requested. Linked to mfg. Report number: 9612007-2017-00010.

Manufacturer narrative:
Additional information received on 07aug2017: the lot number of probe was not available. The serial number of the monitor is (B)(4). The consequences for the patient was reported as they couldn't measure the pbo2 and they needed to put in a new probe which caused a delay. No information available regarding the patient's age, gender, underlying medical condition. It was reported that the customer can not send the monitor back for evaluation because they can¿t be without it and they were convinced the problems were caused by wrong insertion of the bolt; the head doctor has confirmed it to the distributor. The distributor has organized an education for the customer during a lunch meeting in september. As for the probe, it was not saved to be evaluated.

Manufacturer narrative:
Integra investigation was closed on (B)(6) 2017: the serial number of the lcx02 monitor was not provided for this complaint incident. The lcx02 monitor serial number is required to complete a DHR review. The DHR review will be completed during the failure analysis investigation if the serial number becomes available. Service history review: since the serial number of the lcx02 monitor was not provided, a service history review cannot be completed. The service history review will be completed during the failure analysis investigation if the serial number becomes available. Complaint history: during the time period ¿jun 16 to may 17¿, the global product usage for lcx02 monitors was calculated as 2,370 usages, using the total quantity of lcx02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (3) can therefore be calculated as 0.08% (1 x 10-3) (occasional) of procedures. Conclusion; product was not returned so the evaluation was unable to be performed. Therefore, an investigation for cause was unable to be performed. If the product is returned for evaluation the complaint will be reopened and the evaluation will be completed.